Manufacturer narrative:
Fiber analysis: the glass cap/fiber was found to have a circumferential fracture at the fiber beveled edge; the fiber proximal to the fracture was found to rotate independently of the metal cap. The glass cap distal to fracture remains attached to the metal cap. The glass cap exhibits severe devitrification at the output window. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that at 15,887 joules during a prostate procedure, the surgical fiber's tip was damaged, triggering the systems fiberlife mode. The procedure was completed using a second surgical fiber. Pt outcome: "no injury to the pt".